Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported loss of power. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported loss of power could not be determined.

Event description:
The customer initially reported that following a device software update, the newly installed battery appeared to have been depleted. The customer later explained that during a simulated event, the device lost power while charging defibrillation energy. There was no report of any patient use associated with the reported issue.